Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The IV catheters assigned to ucin-neo are made of very rigid material and are not suitable for use in newborns. They often bend or become obstructed, which makes it difficult to catheterize and take blood samples daily. These conditions do not meet the safety and delicacy requirements for the handling of newborns. We therefore request the evaluation, replacement, and urgent supply of another brand of catheter that offers safety, suavity, and resistance suitable for the neonatal area. Is there any patient impact, if yes, please explain in details? A: yes, difficulty in catheterization and blood sampling. Can you please confirm the date of event? A: 09-20-2025.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3263350. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. Per the provided feedback, the catheter was rigid and difficult to insert in neonatal patients. According to the analysis, a possible root cause may be related to catheter twisting during use. Additionally, the catheter may have encountered resistance when being removed from the cannula if the core was not properly rotated to release the catheter. This resistance could have caused the product to feel ¿rigid¿ during insertion. As per the instructions for use, under ¿catheter insertion: a. Remove the needle cap and inspect the catheter. Rotate the catheter 360°. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Meeting was handled with clinical support specialist on 28-october-2025 and following clarification was provided. Following the meeting minutes: - catheter usage technique: the clinical leader explained the importance of the 360° rotation to deploy the catheter, clarifying that this technique is standard across various technologies and especially relevant in areas such as neonatology, pediatric intensive care, outpatient chemotherapy, and elderly patients with difficult veins. - issues reported by the client: it was identified that the problems related to stiffness and catheter usage failures are mainly due to incorrect techniques, such as removing and reinserting the needle¿a common practice with more rigid catheters from other brands, but not suitable for the thermosensitive catheter being offered. - training and follow-up: the clinical leader detailed that training sessions and simulations were conducted at the hospital from october 13 to 15 to address doubts and improve product handling. - tender context and adaptation: the clinical leader mentioned that the introduction of the catheter in new institutions, as a result of tender processes, has required a cultural and technical adaptation process by users, as they are familiar with more rigid materials.